Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight decreased ("down 10 lbs"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight decreased incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure (lot number requested unsuccessfully) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("down 10 lbs"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bright red bleeding') and endometritis ('I had endometritis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), procedural pain ("sore"), nausea ("nauseous"), intervertebral disc degeneration ("cervical degenerative disc disease"), abdominal distension ("bloating"), foot fracture ("fractured foot"), menorrhagia ("my period whacked/heavy period/pain during period"), tooth fracture ("tooth breakage"), wrist fracture ("fractured navucular bone"), headache ("headache"), feeling abnormal ("brain fog has not gone away"), intervertebral disc protrusion ("bulging disc"), stenosis ("slight stenosis"), back pain ("lower back pain") and osteoarthritis ("osteoarthritis") and was found to have weight decreased ("down 10 lbs"). The patient was treated with corticosteroid nos, physical therapy (electronically shocking muscles) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage and procedural pain had resolved, the endometritis, weight decreased, nausea, intervertebral disc degeneration, abdominal distension, foot fracture, intervertebral disc protrusion, stenosis, back pain and osteoarthritis outcome was unknown, the headache was resolving and the feeling abnormal had not resolved. The reporter considered abdominal distension, back pain, endometritis, feeling abnormal, foot fracture, genital haemorrhage, headache, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, nausea, osteoarthritis, procedural pain, stenosis, tooth fracture, weight decreased and wrist fracture to be related to essure. The reporter commented: the consumer stated that for the back she had 3 rounds of steroid injections weeks upon weeks of pt , electronically shocking muscles to make them release. Nothing worked to relieve it. She stated that she has recovered from the incision and not in much pain. Concerning the injuries reported in this case, the following ones were reported via social media: sore,weight decreased, nauseous, headache, brain fog., lower back pain, osteoarthritis, degenerative disc disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- reporters were added. No new clinical information. On 18-jun-2020: social media received-new events I had endometritis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital hemorrhage ('bright red bleeding') and endometritis ('I had endometritis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), procedural pain ("sore"), nausea ("nauseous"), intervertebral disc degeneration ("cervical degenerative disc disease"), abdominal distension ("bloating"), foot fracture ("fractured foot"), menorrhagia ("my period whacked/heavy period/pain during period"), tooth fracture ("tooth breakage"), wrist fracture ("fractured navucular bone"), headache ("headache"), feeling abnormal ("brain fog has not gone away"), intervertebral disc protrusion ("bulging disc"), stenosis ("slight stenosis"), back pain ("lower back pain") and osteoarthritis ("osteoarthritis") and was found to have weight decreased ("down 10 lbs"). The patient was treated with corticosteroid nos, physical therapy (electronically shocking muscles) and surgery (hysterectomy). Essure was removed on(B)(6) 2015. At the time of the report, the genital haemorrhage and procedural pain had resolved, the endometritis, weight decreased, nausea, intervertebral disc degeneration, abdominal distension, foot fracture, intervertebral disc protrusion, stenosis, back pain and osteoarthritis outcome was unknown, the headache was resolving and the feeling abnormal had not resolved. The reporter considered abdominal distension, back pain, endometritis, feeling abnormal, foot fracture, genital hemorrhage, headache, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, nausea, osteoarthritis, procedural pain, stenosis, tooth fracture, weight decreased and wrist fracture to be related to essure. The reporter commented: the consumer stated that for the back she had 3 rounds of steroid injections weeks upon weeks of pt , electronically shocking muscles to make them release. Nothing worked to relieve it. She stated that she has recovered from the incision and not in much pain. Concerning the injuries reported in this case, the following ones were reported via social media: sore,weight decreased, nauseous, headache, brain fog., lower back pain, osteoarthritis, degenerative disc disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and procedural pain ('sore') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion medically significant) and nausea ("nauseous") and was found to have weight decreased ("down 10 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, procedural pain, weight decreased and nausea outcome was unknown. The reporter considered medical device removal, nausea, procedural pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: sore,weight decreased, nauseous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: social media received. Event medical device removal was replaced with the event sore and event nauseous was added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bright red bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("sore"), nausea ("nauseous"), the first episode of intervertebral disc disorder ("cervical disc disease"), abdominal distension ("bloating"), foot fracture ("fractured foot"), menorrhagia ("my period whacked/heavy period/pain during period"), tooth fracture ("tooth breakage"), the second episode of intervertebral disc disorder ("cervical disc disease") and wrist fracture ("fractured navucular bone") and was found to have weight decreased ("down 10 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage had resolved and the procedural pain, weight decreased, nausea, abdominal distension and foot fracture outcome was unknown. The reporter considered abdominal distension, foot fracture, genital haemorrhage, menorrhagia, nausea, procedural pain, tooth fracture, weight decreased, wrist fracture, the first episode of intervertebral disc disorder and the second episode of intervertebral disc disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: sore,weight decreased, nauseous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report. Tooth fracture added as event. On 20-mar-2020: social media report. Cervical disc disease and fractured navicular bone were added. On 20-mar-2020: social media report. Reporter added. On 20-mar-2020: social media report. Reporter added. On 23-mar-2020: social media report. Event heavy periods were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain ("sore") and nausea ("nauseous") and was found to have weight decreased ("down 10 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the medical device removal had resolved and the procedural pain, weight decreased and nausea outcome was unknown. The reporter considered medical device removal, nausea, procedural pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: sore,weight decreased, nauseous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media record received. Outcome of medical device removal was recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bright red bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("sore"), nausea ("nauseous"), intervertebral disc disorder ("cervical disc disease"), abdominal distension ("bloating") and foot fracture ("fractured foot") and was found to have weight decreased ("down 10 lbs"). The patient was treated with surgery (hysterectomy). At the time of the report, the genital haemorrhage had resolved and the procedural pain, weight decreased, nausea, intervertebral disc disorder, abdominal distension and foot fracture outcome was unknown. The reporter considered abdominal distension, foot fracture, genital haemorrhage, intervertebral disc disorder, nausea, procedural pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: sore,weight decreased, nauseous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Events: cervical disc disease, fracture foot, bloating were added. Medical device removal was replaced with genital haemorrhage. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bright red bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2005, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("sore"), nausea ("nauseous"), intervertebral disc degeneration ("cervical degenerative disc disease"), abdominal distension ("bloating"), foot fracture ("fractured foot"), menorrhagia ("my period whacked/heavy period/pain during period"), tooth fracture ("tooth breakage"), wrist fracture ("fractured navucular bone"), headache ("headache"), feeling abnormal ("brain fog has not gone away"), intervertebral disc protrusion ("bulging disc"), stenosis ("slight stenosis"), back pain ("lower back pain") and osteoarthritis ("osteoarthritis") and was found to have weight decreased ("down 10 lbs"). The patient was treated with steroids, physical therapy (electronically shocking muscles) and surgery (hysterectomy). Essure was removed on(B)(6)2015. At the time of the report, the genital haemorrhage and procedural pain had resolved, the weight decreased, nausea, intervertebral disc degeneration, abdominal distension, foot fracture, intervertebral disc protrusion, stenosis, back pain and osteoarthritis outcome was unknown, the headache was resolving and the feeling abnormal had not resolved. The reporter considered abdominal distension, back pain, feeling abnormal, foot fracture, genital haemorrhage, headache, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, nausea, osteoarthritis, procedural pain, stenosis, tooth fracture, weight decreased and wrist fracture to be related to essure. The reporter commented: the consumer stated that for the back she had 3 rounds of steroid injections weeks upon weeks of pt , electronically shocking muscles to make them release. Nothing worked to relieve it. She stated that she has recovered from the incision and not in much pain. Concerning the injuries reported in this case, the following ones were reported via social media: sore,weight decreased, nauseous, headache, brain fog., lower back pain, osteoarthritis, degenerative disc disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: events ¿headache¿ and ¿brain fog has not gone away¿ were added. Reporter was added. On (B)(6)2020: content from social media was received: reporter was added. On(B)(6)2020: upon bayer internal review the description to be coded for the event "fractured navicular bone" was changed to navicular fracture nos. The medra llt was not changed. On (B)(6)2020: content received from social media: new events ¿bulging disc¿, ¿slight stenosis¿, ¿lower back pain¿ and ¿osteoarthritis¿ were added. The event 'cervical disc disease' was updated to 'cervical degenerative disc disease'. Treatment drug was added as steroid injections for back pain. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.